Event description:
A test tech experienced tingling on the fingers with a funny taste in the mouth while handling instruments after they were sterilized. The symptoms resolved after washing the contact areas. The facility's workers are currently wearing gloves and no further reactions have occurred. It was reported that the vaporizer plate was in place.